Event description:
Procedure: inguinal hernia repair. (B)(4). According to the reporter: the dissection balloon ripped post inflation/dissection when pulling it out of trocar. There was no patient injury. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of inch. There or more.surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. Doctor reported retrieving all parts of the balloon.

Manufacturer narrative:
(B)(4).